Event description:
It was reported by service report that the bed exit alarm kept on going off, and the nurse call cable had broken jack screws. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: scale out of calibration. Nurse call cable.